Event description:
Information was received from a company representative on (B)(4) 2015 that the lead and generator were replaced on (B)(6) 2015 due to high impedance and prophylactic generator replacement. The explanted generator and lead have been returned to the manufacturer where analysis is currently underway.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was completed for the generator on (B)(4) 2015. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Product analysis was completed for the lead on (B)(4) 2015. Abraded openings were noted on the outer and the inner silicone tubing. A break was identified in the positive coil at two locations. Scanning electron microscopy images of the coil breaks show that pitting or electro-etching conditions have occurred. Appearance of the positive coil break located at 23.1cm from the connector bifurcation suggests a stress-induced fracture occurred in at least two strands of the quadfilar coil. However, due to metal dissolution and mechanical distortion (smoothed surfaces) the fracture mechanism of the other strands cannot be ascertained. Due to metal dissolution, mechanical distortion and/or surface contamination the fracture mechanism on the coil break located past the electrode bifurcation cannot be ascertained. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead.

Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2015 and both system and normal mode diagnostic results revealed high impedance (dcdc ¿ 7). The device was later disabled. Clinic notes were received indicating that the patient experienced a motor vehicle accident while restrained in the front passenger seat on (B)(6) 2015. The patient was referred for surgery but no known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.